Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was no problem with the first cartridge. When they went to load the device for a second firing, the cartridge would not lay flat into the stapler. They were unable to load it. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results that one ple45a device was returned with no visual non conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.